Event description:
On october 28, 2006 the lay user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The senior medical affairs specialist spoke with the patient's spouse on november 2, 2006 to obtain information/clarification. Prior to going to bed on october 19th the patient obtained a 278 mg/dl on the reported meter, while experiencing no symptoms of high or low blood glucose. The spouse claimed that the patient would obtain elevated results once in a while. The patient administered insulin (name/dose unknown) based on the result and went to bed. At 2:30 am she was found feeling clammy and unconscious. Her spouse attempted without success at giving her orange juice. He contacted the paramedics and obtained 52 mg/dl on the reported meter. Within 10 minutes the paramedics arrived and obtained a 22 mg/dl on their meter. She was administered IV glucose. The paramedics left once she regained consciousness. She was not retested. The customer care advocate verified that the unit of measurement and calibration code were set correctly. The patient was using the correct testing technique and correct technique for cleaning the puncture area. The test strips appeared to be in good condition; however, it is unknown if they were expired, stored improperly, or opened longer than the discard date. The meter, test strips, and control solution were replaced. This complaint is being reported as an adverse event due to the following conclusion: the patient alleged inaccurate high results, administered insulin based on a 278 mg/dl result, became hypoglycemic, and received IV glucose treatment. Based on statistical methodology, the calculated difference of the 52 mg/dl and 22 mg/dl glucose results exceeds the expected value of <=30% and/or <=30 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.